Event description:
It was reported by the loaners dept. That during routine inspection while receiving the device, it was noticed that the device was damaged.

Manufacturer narrative:
The reported event of the damaged device could be confirmed, since the returned device presented a damaged part. Based on the investigation, the root cause was attributed to a user related issue. The damage was probably caused by misuse of the device. Since the device was reported to be used around 60 times it is likely that in its last use it got deformed. If it was handled with excessive force, deformation in that part of the device is possible. The visual inspection revealed that one part of the device is clearly deformed. According to the device drawing, that part should've been flat and not curved. This type of deformation is only possible when it is applied a great force from the lateral part, which will make that part to assume a curved shape. Note, as stated in the IFU: ¿special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the loaners dept. That during routine inspection while receiving the device it was noticed that the device was damaged.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.